Event description:
On (B)(6) 2018, a 14mm amplatzer septal occluder was selected for implant. During the procedure, the device deployed deformed, cobra-shaped. The device was exchanged and the procedure was completed successfully with no patient consequences.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.